Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a transobturator tape procedure and posterior repair with mesh. The pre-operative diagnosis was rectocele, type 3 to type 4 defect, and stress urinary incontinence. The post-operative diagnosis was rectocele, type 3 to type 4 defect, and stress urinary incontinence. The patient had an office visit on (B)(6) 2007 for bladder residual post-operative tot and stress incontinence. The patient had an office visit on (B)(6) 2007 for a post-operative visit. The epithelium was healing but there was some gap at the perineum. The patient had an office visit on (B)(6) 2007 for urinary incontinence. The patient had an office visit on (B)(6) 2007 for benign neoplasm of vagina. The pre-operative plan was for surgery for excision of vaginal legion and revision of graft. The patient had office visit on (B)(6) 2007 for benign neoplasm of vagina. The patient underwent an additional procedure on (B)(6) 2007. The procedure performed was a revision of the graft, .the pre-operative diagnosis was exposure of the graft.

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.